Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the battery of the heartstart xl was not working. There was no reported patient involvement and/or impact.